Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch is a duplicate of 1825034-2013-02661. This medwatch 1825034-2014-00107 is considered closed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, osteoarthritis and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-00107 and 06186).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, osteoarthritis and elevated metal ion levels. There has been no reported revision procedure. Additional information provided in patient medical records indicate the left hip was revised on (B)(6) 2014 due to pain, adverse soft tissue reaction, and elevated chromium and cobalt levels. The patient's operative report noted metallosis, blackened amber fluid, and osteolysis. The head and liner were removed. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.